Manufacturer narrative:
Results code- product performance engineering was unable to determine a conclusive root cause. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood or contrast visible. The stent implant was dislodged proximally from the balloon. The distal end of the stent implant was 2 mm proximal to the proximal marker. The stent implant was tightly crimped. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks visible on the balloon between the markers. There was no damage noted to the sds. A snap gauge was used to measure the stent implant outer diameters and they met manufacturing criteria. Product performance engineering reviewed the incident information and the returned device analysis. Factors that can contribute to a loose stent implant include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, and handling during preparation. In this case, the sds was returned with no blood or contrast visible, confirming that the device likely had not been prepared for use or advanced into the patient anatomy before the loose stent was noted. However, the stent implant was not returned loose but rather dislodged and tightly crimped onto the sds shaft proximal to the balloon. Still, crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent implant had been crimped in the correct location during manufacturing. The outer diameter of the stent implant was measured and found to meet manufacturing specifications. It is possible that at some point during the discovery of the loose stent implant, it dislodged onto the proximal shaft and then remained there, possibly due to handling. However, since it appears that the stent implant was crimped in the correct location and the reported loose stent cannot be verified, there are no indications of a product quality issue, though a definite root cause for the incident cannot be determined. A review of the device lot history records did not reveal any non-conforming material reports which could have contributed to the reported loose stent. A conclusive root cause could not be determined and there were no indications of a product quality issue; therefore, no corrective action will be implemented in this case. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security, and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to patient injury previously. Device issue: loose stent. It was reported that prior to entering the body, the stent was found to be loose on the delivery platform. This was during insertion on the wire. The device was not used. A new promus of the same size was used to complete the case. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.